Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The customer's allegation was confirmed. Based on the results of the investigation, it is presumed that no signal from digital visual interface signal port occurred due to printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
No delay was reported.

Manufacturer narrative:
E1: (B)(6). The device was returned, and the evaluation found event there was no signal under digital visual interface signal channel due to defective printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, there was no signal from the video system center, digital visual interface signal port. The issue was found during preparation for use for a diagnostic, gastroscope procedure. The procedure was completed with a similar device. There were no reports of patient harm.